Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, (B)(4) until they ultimately expired on (B)(6) 2022 (captured under MFR report # 2916596-2022-01643) . No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 13-jun-2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) and the heartmate ii lvas patient handbook, rev. C is currently available. Section 1 entitled ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. This section also suggests increasing antiplatelet medications and decreasing heparin/warfarin to decrease the risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for anemia and received a transfusion. The patient was discharged on (B)(6) 2021.